Event description:
Reportable based on analysis completed on 10 october 2013. It was reported that a stent would not cross the lesion. The 90% target lesion was located in the moderately calcified and moderately tortuous proximal and mid right coronary artery (rca). After performing pre-dilatation with non-bsc balloon catheter, ivus was performed. After a 2.5x20mm promus drug eluting stent was deployed to the mid rca, a 3.00x20mm promus element drug-eluting stent was advanced and attempted to deploy in the proximal rca. However, the stent delivery system could not cross to the target lesion. They attempted to cross it several times but the shaft was kinked and they stopped using this device. They completed the procedure without deploying a stent to the proximal rca. No patient complications were reported and the patient status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual and microscopic examination found proximal stent damage. Struts on the most proximal row were raised. A slight kink was noted in the hypotube in its mid-section and at its proximal end. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).